Manufacturer narrative:
Approximate age of device: 11 months. The patient remains on lvad support with no issue reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented with aortic valve insufficiency, and underwent an aortic valve replacement procedure. The patient required support of a right ventricular assist device due to right sided failure. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. The evaluation of the submitted log files confirmed the pump stoppage on (B)(6) 2018 between 10:51am-12:51am. This was due to the patient undergoing a surgical procedure to repair and replace heart valves, as reported by the account. A correlation between the device and the rv failure could not be conclusively determined through this evaluation. Right heart failure is listed in the hm3 IFU as an adverse event that may be associated with the use of the hm3 lvas. At 4:16pm, on (B)(6) 2018, a brief intentional pump corresponding to low flow alarms was captured due to the pump stop button being pressed on the system monitor. The remaining data from this day show transient low flow faults due to the estimated flow being calculated below the low flow threshold of 2.5lpm. No alarms related to low flow were captured. The hm3 lvas IFU explains all system alarms and how to troubleshoot them should they occur. This document also explains that pump flow is estimated from the pump power and that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Furthermore, it also explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient experienced worsening dyspnea, orthopnea, and palpitation. These symptoms worsened with exertion and were alleviated with resting. The patient underwent tricuspid valve repair on (B)(6) 2018.

Manufacturer narrative:
The manufacturer¿s aware date for this report reflects the corrected aware date of the initial report. This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA by may 31, 2019. No further information was provided. The manufacturer is closing the file on this event.